Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl and loss of consciousness. Customer required assistance from paramedics and a visit to the emergency room (ER), where they received intravenous fluids and d10. Cause of low bg was unknown. Customer alleged the control iq software did not function as intended, however upon review it was found that the control iq feature was working as intended. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the ER. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.